Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Left hip complaint. Patient had a left hip replacement in (B)(6) 2008 and the right hip replacement was carried out in (B)(6) 2008. The type of hip used for both hip replacements was a corail mom (metal-on-metal) hip implant, following some concerns, the patient was referred for blood tests in (B)(6) 2014 which was for testing the levels of metals (ch & co) in the blood. In (B)(6) 2014, the patient received a letter from the hospital confirming that her blood showed raised metal ions and therefore the blood test would be repeated and an MRI scan would be arranged for her. The patient had an MRI scan on the in (B)(6) 2014 and she underwent further blood tests in (B)(6) 2014, (B)(6) 2015 and all the results showed that she still had raised metal ions in her blood. Following a further MRI scan in (B)(6) 2015, the patient was advised in (B)(6) 2016 that she required revision surgery to her right hip which was carried out on the (B)(6) 2016. The patient was advised that there was not the usual amount of metal debris in the surrounding tissues as the head and cup had more or less 'welded' together. The last scan also showed a pocket of fluid containing metal debris on her left hip therefore her left hip may also require revision surgery in the future. She has been diagnosed with metallosis. Update nov 30, 2017: additional information received. There is no new information added that changes the MDR decision. Updated complainant information. This complaint was updated on: december 08, 2017

Manufacturer narrative:
Left hip complaint. Patient had a left hip replacement in (B)(6) 2008 and the right hip replacement was carried out in (B)(6) 2008. The type of hip used for both hip replacements was a corail mom (metal-on-metal) hip implant, following some concerns, the patient was referred for blood tests in (B)(6) 2014 which was for testing the levels of metals (ch & co) in the blood. In (B)(6) 2014, the patient received a letter from the hospital confirming that her blood showed raised metal ions and therefore the blood test would be repeated and an MRI scan would be arranged for her. The patient had an MRI scan on the in (B)(6) 2014 and she underwent further blood tests in (B)(6) 2014, (B)(6) and (B)(6) 2015 and all the results showed that she still had raised metal ions in her blood. Following a further MRI scan in(B)(6) 2015, the patient was advised in (B)(6) 2016 that she required revision surgery to her right hip which was carried out on the (B)(6) 2016. The patient was advised that there was not the usual amount of metal debris in the surrounding tissues as the head and cup had more or less 'welded' together. The last scan also showed a pocket of fluid containing metal debris on her left hip therefore her left hip may also require revision surgery in the future. She has been diagnosed with metallosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.